Manufacturer narrative:
Device was received for evaluation. The evaluation determined that the distal end portion (c body unit) was found detached from the bending section. The forceps passage channel was leaking, damage and corrosion were observed on the bending section. In addition, the control knob was found not working. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The device was found with damage parts (detached c-body from the bending section) and a leaking channel in forceps passage. The issue was attributed to device physical damage. The root cause of the failure is likely attributed to user maintenance and or device handling issue. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required reporting.

Event description:
It was reported that during reprocessing as described by the reporter, stated that the device little handle unit to move the distal tip does not move. There was no patient involvement on this report. No user impact or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The product shipment record was confirmed and found no abnormalities with the device. Based on the manufactured date and evaluation results of the returned device, the device failure is likely caused by device age, deterioration and users handling of the device. Olympus will continue to monitor complaints for this device.